Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer and health care provider (hcp) reported the patient started experiencing symptoms of infection on (B)(6) 2013. The patient was evaluated by a neurosurgeon and they were placed on keflex. On (B)(6) 2013, the patient was admitted to the hospital and started in intravenous cefazolin. Coagulase negative staph and staph aureus was found on the right head connector. A revision was done on (B)(6) 2013. The device was later removed on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4). No device analysis was performed; the device met risk-based analysis criteria.

Event description:
A consumer reported their implantable neurostimulators (ins) were removed due to infection. The patient's indication for use is dystonia and movement disorders. No cause, diagnostics/troubleshooting, our outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2016-00689.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.